Event description:
Reporter indicated that vns patient was experiencing status epilepticus and was subsequently scheduled for generator replacement surgery. It was reported that the patient had a very few seizures since vns implant prior to the status episode, but that the patient had experienced episodes of status in the past. Device diagnostic testing was within normal limits, indicating proper device function. Elective replacement indicator was no, indicating that the generator was not at end of service. The patient's generator was replaced.